Event description:
The following information was reported: the balloon did not inflate during prep. Another mynx device was successfully used to achieve hemostasis.

Manufacturer narrative:
An attempt to inflate the device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. (B)(4). The review of the lhr (f1508401) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
See medwatch form #s: 3004939290-2015-00258 & 3004939290-2015-00283.

Event description:
The following information was reported: two devices were used on the same patient. The balloon did not inflate during prep on the first device. A second device was used but the balloon lost pressure. A third mynx device was successfully used to achieve hemostasis.